Manufacturer narrative:
The device was not returned to nevro for investigation. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient had passed away. There were no reports of medical-related issues from the patient prior to the passing. Nevro had attempted to obtain a cause of death from the implanting physician but no information was provided.